Manufacturer narrative:
Rec'd by MFR: corrected to 26-oct-2019 in supplemental medwatch report #1. Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected to serious injury in supplemental medwatch report #2. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated the lens was explanted on (B)(6) 2019. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown. Patient code: 3191 - secondary surgical intervention, lens exchanged. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+5.5/086 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The reporter indicated the lens had excessive vaulting. The plan is to explant the lens but to date the lens remained implanted.